Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not sensing correctly. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the epg was not sensing correctly. The epg passed all incoming functional tests. The firmware was updated. The device passed final functional and system tests. No anomalies were found. If information is provided in the future, a supplemental report will be issued.